Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Information added to the fields: h6. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to fluid invasion through the venting connector. The user reported fault is detectable at the inspection prior to use stated in the following. Instructions for use (operation manual) 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the reported event was reproduced due to fluid invasion. Aeration was performed on the scope to dry the device. In addition, misplacement of the production labeling on the unit was observed. The light guide lens and adhesive of the rubber section cover were found cracked. A defective angle wire was observed, and the red mark of the suction flow was missing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had no image when the scope was plugged in. The issue occurred during preparation for use for a diagnostic, colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.